Event description:
Reporter indicated that, the handheld was broken at the port, where the ac adapter connects to it. The handheld computer and software were returned for product analysis. No anomalies were found in the product analysis of the hp handheld computer. During analysis of the software, file corruptions were identified, which prevent installation of the software.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.